Manufacturer narrative:
Product analysis: analysis was able to confirm a telemetry b connection problem with the radiofrequency (rf) head. Analysis also noted that the stylus tip position on the touch screen needed calibration, the stylus tip was damaged but still working, the bullets assay was broken, the rear cover plate display was broken, the handle needed updating, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no signal with the programmer radiofrequency (rf) head. The programmer and rf head were returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.